Event description:
The facility representative reported a pump with an inoperable pump head module keypad. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.